Manufacturer narrative:
Exemption number: e2015015.

Event description:
Os (B)(4) - the dentist reported that five years after the dental implant was installed in intraoral region #28 it was verified its loss of osseointegration .